Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt380 adult dual heated evaqua breathing circuit expiratory limb was damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint breathing circuit was discarded by the hospital. We are currently requesting additional information from the hospital. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit was not returned to fisher and paykel healthcare in (B)(4) for evaluation as it was discarded by the hospital. Therefore, our investigations is based on the event description, additional information provided by the hospital and our knowledge of the product. The hospital reported that a rt380 breathing circuit expiratory limb was cut. The damage was observed before patient use. The hospital further reported that they opened the box with a knife, and that the expiratory limb appears to have been cut with something sharp. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. However, it is possible that the expiratory limb was cut when the box was being opened. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject rt380 breathing circuit was damaged after it was released for distribution. The user instructions that accompany the rt380 breathing circuit state the following: "check all connections are tight before use." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that an rt380 adult dual heated evaqua breathing circuit expiratory limb was damaged. This was found prior to patient use.